Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a defective mechanism and bubbled downstream occlusion (dso) sensor seal. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and dso (downstream occlusion) sensor seal presented some degradation (it was bubbled). The customer stated problem of "defective lock/latch mechanism" was not duplicated. The dso sensor seal was found bubbled so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.